Event description:
Boston scientific crv received information from a study designed to evaluate the long-term performance of sub-mammary implantable cardioverter defibrillator (ICD) systems implanted in young females. The study involved a total of 20 female patients. Fifteen single chamber (vr) and five dual chamber (dr) systems across all leading manufacturers, including boston scientific, were implanted. During the five-year follow up, reported product performance issues included: lead dislodgements, lead damage anomalies, inappropriate ICD therapy delivery, oversensing, noise, decreased impedance measurements, and increased pacing thresholds. There were no reported adverse effects.

Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: obeyesekere mn, kamberi s, youngs n, alison j. Long-term performance of sub-mammary defibrillator system. Europace. 2010; electronic publication before print.